Event description:
Respiratory staff was called to the room by the registered nurse (rn) stating that the ino machine was alarming. When respiratory staff entered the room they noticed that the ino being delivered was cut in half and would not increase back to the set delivery amount. After checking all connections and also trying the second machine, respiratory contacted vero and after going through the same steps with their representative, respiratory staff was instructed to change out the system for a new one. This was done and no harm came to the patient.